Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reports left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified, crease fold, wear abrasion, white particles inner the shell and opening on posterior. Leak test and microscopic analysis was performed which identified, crease sharp opening on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: an opening crease sharp on posterior assessed, as fold flaw opening.

Event description:
Healthcare professional reports, left side deflation. Device has been explanted and replaced.